Event description:
The report stated that during use in a laparoscopic colectomy, there was arcing, sparking and smoking at the connection of the cord to the handpiece. The handpiece was unknown, but site said it was not a covidien lp product. They changed the cord and everything was fine. The doctor, at the time, also felt the electrosurgical generator was not operating correctly, but the site reported they checked out the generator and it was fine. The site stated that the generator was a covidien generator but could not identify the model or serial number when asked.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation of the cord found the accessory connector jacket has a small hole above the internal contact. The hole is blackened and failed hipot testing. The accessory may not have been seated completely into the connector. Covidien could not determine when or how the hole was made.